Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "1791" should be added. B5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.00/2.0/090 (sphere/cylinder/axis) into the patient's left eye (os) upside down on (B)(6) 2023. Reportedly "the lens flipped inside the eye". The lens was implanted, removed, and replaced intraoperatively with a lens of the same parameters and the problem was resolved. Status of the eye: "cornea edema still resolving". The cause of the event is user error and its unknown if the device failed to perform as intended. Cause details provided: " icl loaded like normal rotated during unfolding and was upside down. Icl explanted and replaced." Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/090 (sphere/cylinder/axis), within the same surgery due to the lens was implanted upside down in the patients left eye (os). The lens was discarded. The lens was replaced with another same model/length lens and the problem was resolved. Post-op, corneal edema was resolving. See MFR. Report # 2023826-2023-02573 for replacement lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk; a5: unk; a6: unk; h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).